Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for implantation. During the procedure, after the valve was placed, the patient experienced left bundle branch block. The device was implanted at 6mm. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2022, a permanent pacemaker was implanted. The patient is reported to be discharged. No additional information was provided.

Manufacturer narrative:
An event of left bundle branch block and permanent pacemaker implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record could not be reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications since the lot and serial number of the device was unknown. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the final implant depth of the valve was 6mm, deeper than the recommended depth. Based on the information received the cause of the reported event could not be conclusively determined but could have been caused by the final implant depth of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, "to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot."